Manufacturer narrative:
The device was returned due to patient death. As received, the device was with a battery level within the normal range of operation. The device image was saved successfully. After all electrical tests performed, including thermal and mechanical stress testing the device exhibits normal characteristics. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. No anomalies were found.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2025-12019. It was reported that during implant procedure of pacemaker and right ventricular (rv) lead implant the patient died. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.